Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device and is currently under evaluation/testing. When results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that a patient passed away while connected to the lap top ventilator 1150. The customer confirmed that there are no comments from the family about the ventilator not alarming or questions if it alarmed at the time of death.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician evaluated the lap top ventilator 1150. The device passed all testing and met all vyaire manufacturer specifications. No issues with the ventilator was noted.